Manufacturer narrative:
No additional information regarding the sample is available.

Event description:
A customer contacted baxter technical service center regarding an alarm that occurred on the homechoice (hc) during use the night before. The technical service rep (tsr) reviewed the alarm log and found a system error code 2240. The tsr explained the alarm. The home patient stated the patient line disconnected from the transfer set during therapy and tried to re-prime while connected. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.